Event description:
The customer reported that there was an 'kv on in error' message displayed and the system failed to display an image. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv (high voltage) cable and x-ray tube were evaluated and replaced. The system was tested and found to be working as intended and returned to service.